Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. Inspection of the device found that the coil was kinked and stretched at the handshake connection. A test advancer was used for analysis as the advancer used in the procedure was not returned for analysis. After the burr catheter was connected to the advancer and the advancer was connected to the rotablator console, the foot pedal was pressed to start rotation. The test advancer rotated momentarily but stalled due to the damaged coil of the returned burr catheter.

Event description:
It was reported that the device was stuck. The 85% stenosed, 60mm x 3.00mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotalink burr was selected for use. During the procedure, it was noted that the device was stuck. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure. It was further reported that the tip of the burr was stuck and the device was removed together with the whole system.

Event description:
It was reported that the device was stuck. The 85% stenosed, 60 mm x 3.0 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00 mm rotalink burr was selected for use. During the procedure, it was noted that the device was stuck. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).